Manufacturer narrative:
The correct analysis results are now attached. The ICD underwent electrical testing. Matching the clinical observation, it was determined that the device could no longer be interrogated. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was detected in the process. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The antibradycardia output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the analysis of the current uptake of the electronic module proved to be unremarkable. The battery was returned to the manufacturer for a destructive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. During the measurement of the battery voltage, the battery was discharged. A performed microcalorimetric measurement showed no anomalies. The battery was then opened, and the internal structure was inspected visually. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was detected during the analysis of the ICD. The clinical observation was the result of an increased self-discharge of the battery. The electronic module proved to be without defects.

Event description:
Ous MDR - it was reported that approx. 42 months after implantation it was not possible to interrogate the device. It was replaced.